Event description:
Patient was seated in a chair 4 days post-op and applied flexion stress to the operated knee. At around 90 degrees flexion, he felt a "pop" and had pain. An x-ray showed rotation and possible subluxation of the device. Patient was converted to a medial compartment replacement in 2004. The device was found to be in place at the time it was removed.

Manufacturer narrative:
Device was found to meet all specifications and no evidence was found to indicate the device caused the incident.